Event description:
It was reported that about a week after the stimulator system was implanted the patient had a procedure involving "fixation" of the stimulator system. No further details were provided.

Event description:
Additional information showed that the product in question was made by another manufacturer. No further follow up will be conducted regarding this event.

Manufacturer narrative:
(B)(4).